Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide that this report has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a nonreportable event.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath retracts upon insertion and does not enter smoothly. There was no blood loss. The patient was in stable condition. The procedure outcome was positive. There was no patient injury, medical/surgical intervention required.